Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the image sensor unit, the circuit board inside the video connector, or the system. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error e216 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.